Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Two different aviva meters gave the following results within 10 minutes: aviva 1: 166 mg/dl, aviva 2: 93 mg/dl. No adverse events reported. The same vial of strips used with both meters. Replacing and returning meter and test strips.